Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated they had experienced high blood glucose. Customer's blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 109 mg/dl. Customer reported that they had experienced high blood glucose after using new insulin pump. It was unknown whether auto mode feature was active during reported high blood glucose event. The device will not be returned for analysis.